Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to the (B)(6) 2015. A fresh pad-pak was installed during this time. Ten minute manual power ups are observed in the device memory between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The device was observed switching on during testing, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.